Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller. The consultant performed a longevity calculation and suspects this device does appear to be depleting at an accelerated rate. The cause of the suspected depletion is unknown as there are no other indications of a device issue such as a reset or fault code in the reviewed data. The estimated remaining longevity to elective replacement indicator (eri) is less than one year. The consultant recommended the device be returned for detailed analysis upon explant. According to our records, the device remains actively implanted and no other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this caller was questioning the remaining longevity of this implantable cardioverter defibrillator (ICD). The device has been implanted for less than two years. The monitoring voltage is 2.58 and the charge time is 9.7 seconds. No adverse patient effects have been reported.